Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they noticed in january their bladder started up again, they went to their healthcare provider (hcp) last week and found out their equipment batteries were empty so the nurse plugged them back in and showed the patient how to use them, once they were charged. The patient said they were calling for assistance to use their equipment because it was all charged now. The patient connected and reported stimulation was off on program 1. They turned stimulation back on and increase to 0.3 volts. The patient said they wanted to try it there. The patient said they did not know how stimulation could have turned off. The patient said they had had a colonoscopy but did not turn stimulation  off for it. Reviewed some interstim education information and encouraged pt to continue working with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said the issues they reported in the call have been resolved. Patient said they still have to rush to the bathroom every now and then but they are getting a 50% reduction in symptoms.